Event description:
Additional information received indicates that the device and rv lead also exhibited high impedance measurements. The device's tachycardia therapy was turned off and the patient was put in a life vest. The physician plans to extract the lead. This product remains in service. There have been no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the device and right ventricular (rv) lead delivered three unneeded shocks due to noise oversensing. It is suspected that the rv lead was fractured which was causing the noisy signals. This product remains in service. No adverse patient effects were reported.